Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a nim-patient interface 2.0 stating "false negative." There was no suggestion of patient injury, however the event occurred intra-operatively. Testing/ repair found no fault with the device. The device operated as intended during evaluation. The available information indicates that the device was not working properly, which could suggest an issue with the potential to cause injury to the patient by failing to identify a nerve and resultant damage by the surgeon. No further information is available and investigation and/ or product analysis could not rule out the potential for a false negative response. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer received any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.

Manufacturer narrative:
No fault found with the device during evaluation. This patient interface was returned with a nim mainframe, and as these devices cannot operate independently of each other, they are being reported as a system. The patient interface serves as a junction for electrodes and cables between the patient and the mainframe, which presents the possibility for connection issues, some that have the potential to go undetected. The mainframe on the other hand has built in audio and visual warnings to alert the user of a system failure; therefore, this reported event was most likely caused by the patient interface. However, evaluation of the mainframe found an out of specification cpu battery, worn lcd display and touchscreen. This evaluation result doesn't have any influence on the field observation of "false negative". The nim system is intended for use to monitor sensory and motor pathways. If the system fails to perform as intended, (especially to effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. When information suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filling this report as a product problem. This product was being used for treatment, not diagnosis. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/ detected from the muscle; use of paralytic anesthesia agents; tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levels are dependent upon various conditions including but not limited to; type of excitable tissue, charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim-eclipse system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.